Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device sought medical attention due to feeling light headed. The patient was hospitalized and monitored. An electrogram indicated that the device was not pacing as intended and a field representative was called to interrogate the unit. The interrogation showed no anomalies. The following day, another interrogation showed no pacing failures nor any other performance issues. To ensure patient safety, right ventricular outputs were increased.